Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The 0.2 micron low protein binding filter ext set was leaking ivf from the air vent hole. No patient harm reported.

Manufacturer narrative:
Additional medwatch information received.

Event description:
The customer reported that a 0.2 micron low protein binding filter extension set was leaking from the air vent hole. The PICC line was patent and flushed easily. The tubing was replaced and the infusion continued with out incident. There was no report of patient harm. Received a copy of the customer medwatch from the FDA which states: "small (B)(6) heart patient with multiple IV drips, y'd together, and infusing into a single 2fr PICC line. Drips are all compatible. The PICC line is patent and flushes fine. During assessment, I found a small wet spot on the bed sheet directly under the 0.2 micron air filter in the IV line. Fluid was slowly dripping out of the air vent hole in said line. This represents a defective product and a risk of infection to the patient. The segment of tubing was removed and replaced with correctly functioning unit."

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak at the filter was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the set. Functional testing was performed and drops of blue dyed water were observed to be flowing out of the filter¿s vent, confirming that the filter must be defected. The probable cause of the filter vent leak was due to an oversaturated and wetted out filter.

Event description:
Total ivf flow rate to this infant was 11ml.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 0.2 micron low protein binding filter ext set was leaking from the air vent hole. The PICC line was patent and flushed easily.